Event description:
Per staff report: during the resuscitation of an infant with congenital diaphragmatic herniathere were multiple potentially harmful events associated with the inability to remove the stylette from the endotracheal tube after intubation. The dr intubated the baby easily, but due to the difficulty of removing the stylette the baby was inadvertently extubated. I then reintubated the baby, who had become bradycardic with a heart rate in the 60s due to the unnecessarily prolonged time to securing the airway. After intubating the baby I held the endotracheal tube from the hub to prevent accidental extubation, and was not putting pressure on the tube itself in a way that would compress it. Again, it was very difficult to remove the stylette, and there was an audible "pop" when it did dislodge. I saw that a portion of the plastic covering of the stylet had come off and remained in the lumen of the endotracheal tube (et). We had to bag ventilate through the tube to support the baby, given the bradycardia. During this period I pinched the endotracheal tube in an effort to hold the foreign body in the tube and prevent it from falling into the airway. We were subsequently able to remove the endotracheal tube with the fragment still in the lumen and successfully reintubate the baby.clinical engineering evaluation: the devices involved were recovered and inspected. The plastic covering of the stylet was separated and about a 5 cm piece of the distal end was loose. There were no obvious signs of abuse or misuse. The break was clean, with minimal thinning of the plastic. From the description, it sounds like there was some adhesion between the stylet and the et tube. Testing with examples of the same product did not show any signs of adhesion.